Manufacturer narrative:
D4 9n78-95 corrected to catalog #. Investigation into this complaint included a customer data review, quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: the result log files were reviewed. The amplification curves of the complaint sample identiications (sids) reported for the discrepant sars-cov-2 results were analyzed. The run was valid, met assay specification requirements, and no error codes or flags were displayed for the controls. The amplification curve displaying a late florescent signal with an exponential curve in the fam channel. Quality data review: device history record (DHR) / batch record review: review of the manufacturing packet for alinity m sars-cov-2 amp kit (list 09n78-095) lot 521842 did not identify any issues which could have potentially resulted in the reported complaint. No records related to the reported complaint were found. The review did not identify any issues which could have resulted in the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify records that were potentially related to the reported complaint for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 521842 and their components. The CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 521842. Complaint history review: a lot specific complaint history review was performed to identify complaints related to the sars-cov-2 discrepant results reported while using the alinity m sars-cov-2 amp kit (list 09n78-095) lot 521842. The complaint history review did not identify any additional complaints related to the reported issue for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 521842. A potential product deficiency was not identified as a result of the complaint history review. Based on the results of this investigation, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 521842 was not identified.

Manufacturer narrative:
Elevated complaint investigation will be initiated.

Event description:
Customer reported false positive result that was questioned by the patient on their alinity m sars-cov-2 assay. Patient contacted the customer on (B)(6) 2021 to report that they received a false positive. The patient stated that after they took the test at the customer site, the patient took a rapid test (platform unknown) and they received a negative result. The patient claims they are asymptomatic and they also monitor their antibodies. The specimen was in 1 day transit only, there was no pooling, and they were no longer then 4 hours on the instrument. Retesting of the specimen was unknown. Customer stated that information regarding patient management was not available at that time.